Event description:
It was reported that during a wedge resection procedure, on the third firing, the device only fired half way through the firing sequence. The case was completed using sutures. There was no adverse patient consequence.

Manufacturer narrative:
Date sent: 04/02/2008. Eval summary: the analysis showed that the device was received with the articulation mechanism damaged. The device was received with a cartridge loaded in the device; the cartridge was received fully fired and with no damge to the spring cartridge lockout. The returned device was tested for functionality with a test cartridge on the three articulated positions; when fired to the right the staple formation was conforming, however, when fired in the center and left position, the staples were malformed due to the damaged articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications. In addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.